Manufacturer narrative:
Follow-up #1: date of submission: 11/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings:no defect found. Testing was unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during testing. The delivered boluses were calculated from (B)(6) 2016; the delivered boluses on each day match the tdd bolus history. On (B)(6) 2016 two cancelled boluses were observed due to eaw-176- partial delivery user aborted (meter) warning at 02:05 & eaw167-rf timeout warning at 05:48..#3. Performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. No alarms occured during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016 at 11:07am, the patient experienced a blood glucose (bg) measurement of 453mg/dl with small ketones. The patient reportedly experienced the following: headaches, tiredness, extreme thirst and extreme urination. There was no indication of medical intervention. The bolus totals reportedly did not match what was indicated in pump history. Animas customer technical support (cts) reportedly reviewed the pump with the patient: the basal delivery totals in the total daily dose reportedly matched the active basal program total and the basal history matched the active basal program settings. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a history settings issue.